Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 10

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that patient faced two infusion set leakage event. The leakage was in the cannula. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.